Event description:
Medtronic received information that an apollo catheter was ruptured intact out of the box. The issue is that the integrity of the catheter is damaged at the factory and it is not usable. When opened, before start using they saw the problem. It was ruptured in the proximal location. There was no friction or difficulty during delivery. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. There is no patient involved in this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no damage or evidence of tampering to the device packaging.

Manufacturer narrative:
H3: product analysis #705064876: equipment used: vis (m-81805), 203cm ruler (m-83360), tapered mandrel (90653-001) ¿ drawing(s) referenced: dwgs105-5097-000 rev. Ab ¿ as found condition: the apollo micro catheter was returned for analysis within a shipping box, within a plastic pouch, within an opened apollo outer carton (b316888), and within an opened apollo inner pouch (b316888). Visual inspection/damage location details: no damages or irregularities were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo micro catheter body was found ruptured at ~22.0cm from the distal tip and bubb led at ~20.5cm from the distal tip. The apollo detachable tip was found intact. No damages were found with the distal tip. Testing/analysis: the apollo micro catheter total length was measured to be ~171.8cm, the usable length was measured to be ~165.7cm which is within specification (specification: 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~26.0cm which is within specification (specification: 25.0cm +2cm -1cm). The apollo micro catheter was flushed, water exited from the rupture site and from the distal tip. An in-house mandrel was inserted through the apollo micro catheter and exited the distal tip. No occlusions were detected. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report was confirmed as the catheter was found ruptured and leaking when flushed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. There was no indication that the apollo micro catheter was used with embolic material or occluded. Therefore, it is likely the distal portion of the apollo catheter was kinked or prolapsed when flushing causing the catheter to rupture. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The result of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. (Rosaj10 2022-08-26). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no leak noticed during the flush.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.